Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were visually inspected for the presence of edta additive, all tubes were found to contain edta spray coating on the inner walls of the tube. Following visual inspection, samples were tested for the quantity of the edta additive that is present in the tube and all samples were within specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical service conducted troubleshooting with the customer and sent processing guides. In tubes with anticoagulants, inadequate mixing may result in platelet clumping, clotting and/or incorrect test results. See also titration investigation results. To assure a high quality specimens several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was erroneous results with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. The following information was provided by the initial reporter: it was reported customer experienced erroneous results. It was reported customer experienced erroneous results. Rbc 2.04, 6.8 hemoglobin, hematoctic 18.8. Customer is inquiring about the erroneous results. Patient was drawn 3 times, but only 1 occurrence contained erroneous results.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was erroneous results with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. The following information was provided by the initial reporter: it was reported customer experienced erroneous results. It was reported customer experienced erroneous results. Rbc 2.04, 6.8 hemoglobin, hematoctic 18.8. Customer is inquiring about the erroneous results. Patient was drawn 3 times, but only 1 occurrence contained erroneous results.